Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) has possible blood back in the unit. There was no patient harm reported.

Manufacturer narrative:
Updated field: b4, d9, g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions),h10. It was reported that the cardiosave intra-aortic balloon pump (iabp) customer suspects bloodback. Getinge field service engineer (fse) possible blood back in unit. Found patient interface module contaminated replaced pneumatic module assy. Full calibration, and tested the unit. The product passed all functional/safety testing. Returned the unit to the customer. Biomed control. No patient harm.

Event description:
N/a

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).